Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained oversensing due to noise remotely. Possible cause of the noise is external factor. There is no indication that the lead is damaged. All other measurements are good. Provocative testing and continue to monitor the lead was suggested. The patient is stable.